Event description:
It appears there is a software or battery malfunction concern that causes loss of pump programming resulting in pump shutdown -as evidenced by a completely blank screen. This is the 3rd occurrence with this pump. An earlier occurrence necessitated an emergency room visit on another patient.